Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a blank display due to a broken connector on the interface circuit board. No reset error alarm could be verified due to the blank display. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked reservoir tube lip and a cracked reservoir tube.

Event description:
Customer called to report that the insulin pump has a blank display. It was reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose reading was 486 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.